Event description:
It was reported that a pump had a "malfunction alarm" during an infusion of milrinone lactate inotrope on a patient. The patient was reported to be postoperative from open chest surgery. The length of the interruption caused by the reported malfunction is unknown. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is still in progress. When the evaluation is complete, a supplemental report will be submitted.